Event description:
Reporter indicated that patient underwent vns therapy system explant due to infection. The patient reported that she was seen in the hospital emergency room one week post implant due to fever, chills, and neck pain, difficulty swallowing, and pain eating. It was reported that cultures were taken during the emergency room visit, however, the patient was discharged without treatment and was instructed to follow up with her treating psychiatrist. At subsequent follow up visit with implanting surgeon, the surgeon reportedly indicated that the cultures taken in the emergency room were positive for staph. IV antibiotic therapy via pic line was prescribed. Approximately two months later, the patient underwent an I&d procedure at which time repeat cultures were also positive for staph. Approximately one week later, the vns therapy system was explanted.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. Product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Method: manufacturing records for both the pulse generator and the lead were reviewed. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.